Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers mother reported via phone call of motor error with her daughter's insulin pump. The customer's blood glucose level at the time of incident was 206 mg/dl. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.

Manufacturer narrative:
Unable to prime during the prime test due to a faulty force sensor. The pump passed the rewind, basic occlusion and displacement tests. No motor error alarms were noted. The motor passed the motor test. The pump was received with broken battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.